Event description:
It was reported that the patient underwent a complete replacement of his deep brain stimulation (dbs) system for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).